Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined at this time. If new and relevant information becomes available later, this report will be updated accordingly.

Event description:
The customer reported that the device was used four times since it was purchased, and a contamination was detected. There was no patient infection reported. Olympus is contacting the customer to obtain more detailed information regarding the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the following additional information: olympus was further informed that the customer reprocessed the gastroscope the second time in the new aer (model etd). No germs have been detected this time. The device will not be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.